Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID: 748266, serial# (B)(4), explanted: (B)(6) 2016, product type: extension. Product ID: 3387, implanted: (B)(6) 2016, product type: lead. The stimulation extension distal end conductor was broken up to the transition point. The outer insulation of the stimulation extension also contained a breached depression. The functional analysis test resulted in the following: all circuits were open but no shorts between the circuits; this applied to the distal connector to the cut-off. From the proximal connector to the cut-off, the continuity was acceptable on all circuits. It was also noted that all four straight wire conducts were broken at the coil-straight wire crimp sleeves 2.6 cm from the distal end. There was a breached depression in the insulation to the #0 and #3 circuits 57.9 cm from the distal end. There was a breached depression in the insulation to the #0 circuit 55.2 cm from the distal end and another breach to the #1 and #0 circuits 36.0 cm from the distal end. (B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 3387, implanted: (B)(6) 2016, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare professional (hcp) via a manufacturer representative reported no power was supplied to the system. Additional information received from the representative reported a lead fracture was checked and an implantable neurostimulator (ins) replacement procedure was performed based on suspecting an ins connector issue. Impedances were measured a total of five times including prior to procedure, after opening the wound site to reconnect, after replacing the ins, using the lead only, and using the lead and extension only. Impedance for #0 electrode in ins side was a bit high at 3000 to 5000 ohms. Impedance for #3 electrode was higher about 3000 ohms than other electrodes when impedances were measured using lead only. When impedances were measured using lead and extension only, impedance for #3 electrode could not be measured due to high impedance but impedances for all the other electrodes were normal. The cause of the issue was not determined, the ins was replaced, and the wound site was closed. The physician was considering about a procedure to replace the adaptor [extension] and lead in the following time. The consumers medical history included parkinson¿s disease.

Manufacturer narrative:
Concomitant products: product ID: 748266, serial# (B)(4), explanted: (B)(6) 2016, product type: extension. Product ID: 3387, implanted: (B)(6) 2016, product type: lead.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the extension was replaced on (B)(6) 2016 as another impedance test resulted in same impedance issues as previously reported; the lead was still in use. After replacing the extension, the impedance normalized. It was also stated that the cause of the lead fracture was not determined by the health care provider (hcp) commented that the fracture may be caused by the concentrated tension on the connection site of the lead / connector as well as aging degradation of the device.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.